Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced positioning issues during patient support. It was documented that when the patient was taken to the operating room for scheduled coronary artery bypass grafting (CABG), the motor housing was too close to the innominate artery for a cross clamp to be placed on the aortic arch. The pump was measured at 3.5cm from the aortic annulus at the time of the noted issue. Repositioning was attempted, but the surgeon was afraid that a perforation was possible if heart manipulation was needed during the bypass. The decision was subsequently made to explant the pump. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.